Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A caller reported that the indicated battery charge of their pump dropped significantly within a short period of time. There was no reported impact to the customer's blood glucose level as a specific answer was declined. Technical support confirmed that the battery issue did not cause an unexpected shutdown and offered a pump replacement. As a backup therapy, the customer will use multiple daily injections (mdi) to ensure continued insulin delivery.